Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of oversensing due to noise which resulted in administration of inappropriate anti-tachycardia pacing therapy was noted on the right ventricular (rv) lead. The event was resolved by reprogramming the device. The patient was stable with no consequences.